Event description:
The customer reported that "v6 would not read." There was not report of pt impact.

Manufacturer narrative:
The customer reported that "v6 would not read." There was not report of pt impact. The unit was evaluated by philips field service engineer. The symptom was verified. The trunk cable was replaced to resolve the issue.